Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply 1 and the hard drive were replaced. The software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an image.